Manufacturer narrative:
The device was not evaluated on-site by field service but ocos product survilance and abbvie medical determined taht the complainant device evaluation was performed from a photograph and did not identify source of leaking. Abbvie medical assigned a reportable severity. Based on the information available and no adverse event patient injury was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a sales representative of a leak with the coolsculpting elite system control unit and "noticed some coolent splashed on the back of the cs elite door latch". There was no patient or provider safety impact. Currently, the source of the leak has not been identified, but conservatively, this will be reported.